Manufacturer narrative:
Date of event - reporter stated "possibly (B)(6) 2018". (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a chest tube insertion, the ultrathane mac-loc locking loop multipurpose drainage catheter began leaking at the hub. The device was removed and replaced with a like device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Event: additional information was received on 28aug2018 stating that the device separation did not occur when the complaint device was removed from the patient and it was not intentionally separated. The device had already separated when the device went to be replaced. The device separated in the patient and is the reason a replacement was required. Investigation: evaluation: a review of the device history record, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The visual inspection of the returned device confirmed it was used and in damaged condition. Device attributes were measured and found to be within manufacturing specifications. A twist test was conducted, confirming the proximal assembly was secure. The device was not out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.